Event description:
Consumer reporting the non-patient end of pen needle is difficult to screw on. Stated, almost the entire box was affected. Stated, does not like the new design of nano pen needle and would prefer the original pen needle as a replacement. Stated, she has two remaining boxes that she has not opened yet and would like those replaced as well. Lot: 3087265. Catalog: 320550. Date of event: unknown. Samples: yes.

Manufacturer narrative:
Additional information added to d5, g6, h2, h3, h6, h10. 90 pen needles were affected by this event. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.